Manufacturer narrative:
A steris technician inspected the table and was unable to duplicate the reported event; all table functions were found to be operating properly. As a precaution, the technician replaced the hand control, override board assembly, and override cable. The table has been placed back into service; no further issues have been reported with this table. The table subject of this event is 16 years old and exceeds its useful life of 10 years; steris will recommend that the table be removed from service.

Event description:
The user facility reported that during a patient procedure, the table went into trendelenburg position without being commanded to do so. The operator was able to stop the movement by commanding "level" on the hand control. The procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient.